Manufacturer narrative:
Section d6b: if explanted, give date: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic of the preloaded monofocal intraocular lens (iol) kicked after the lens was implanted in the anterior chamber (ac), most likely because it caught the plunger while in the cartridge. No further information is available.